Manufacturer narrative:
Vyaire medical file identification: (B)(4). H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the bellavista vent is having numbers of errors including: 392, 300, 542. No patient involvement was reported.

Manufacturer narrative:
Results of investigation: the original complaint was confirmed. The uut log file was reviewed and was found to contain the entries stated in the complaint. Prior investigations have found failing cold fire board (p/n 300.927.000) will result in tf 300 alarms ((B)(4)) which would be replaced as part of the main electronics board assembly. Root cause failure: confirmed.